Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. During the procedure it was noted that the left ventricular lead exhibited high impedance and high capture threshold. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
The reported events of high pacing threshold and high lead impedance were not confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Unable to perform lead impedance test due to as received procedural damage to the lead. Visual inspection of the lead found the inner coil pulled out of the connector assembly which is consistent with procedural damage. Bunching of stripped stylet, ptfe coating and inner coil was also found.